Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer's blood glucose (bg) was 500 mg/dl. A manual insulin injection was administered to address bg level. Reportedly, the customer cleaned the speaker holes however the altitude alarm reoccurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.